Event description:
The patient was undergoing a coil embolization procedure using a packing coil xl. During the procedure, while advancing the packing coil xl into the target location, the packing coil xl unintentionally detached. The packing coil xl was removed. The procedure was completed with additional penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.